Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip did not come off from the delivery catheter. The clip eventually came off from the catheter after the endoscope was shaken horizontally and vertically. The procedure was completed with same original resolution clip. There were no patient complications reported as a result of this event.